Manufacturer narrative:
Product analysis: ¿as found condition: the pipeline flex with shield and marksman catheter were returned for analysis within primary and secondary shipping boxes; within an opened pipeline flex with shield outer carton; within an opened marksman inner pouch and dispenser coil. The unknown pipeline flex device also was retuned. ¿visual inspection/damage location details: the pipeline flex with shield was returned within the marksman catheter. There was no pipeline flex shield braid returned with the pushwire. The pushwire was pushed out from marksman catheter without any issues. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube was found to be intact with no signs of elongation. No bend was observed on the pushwire. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper. The marksman catheter tip, marker band and body were examined; and no damages were found. No flash or voids molded were observed in the hub. In addition, no damages were found with the unknown pipeline flex device. No other anomalies were observed. ¿testing/analysis: the total and usable lengths of marksman catheter were measured to be within specification. The catheter was flushed with water and water exited out from the distal tip. The catheter was then tested by running running an in-house 0.026¿ mandrel through catheter tip and hub. The pushwire successfully passed through the catheter hub, lumen and tip with no issues. ¿conclusion: based on the returned device, the pipeline flex shield was not confirmed to have failure to open as the pipeline flex shield braid was not returned. Possible causes of failure to open includes patient tortuous anatomy and damage to the braid. There was no non-conformance to specifications identified that led to the resistance issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received confirmed that the pipeline distal end failed to open. It was noted that the distal landing zone of the vessel was "good" but the vessel was twisting. 75% of the stent was delivered when the failure to open occurred. No other steps were taken to open the pipeline.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the pipeline could not open at the landing zone location (distal). The physician tried again, but could not deploy the pipeline. The device was replaced, and the case was able to be completed. The patient did not experience any injury or complications. The devices were prepared and flushed according to the instructions for use (IFU). The patient was undergoing treatment for an unruptured, saccular aneurysm located in the left middle cerebral artery. The max diameter was 3.5mm, and the neck diameter was 5mm. The patient's vessel tortuosity was severe. The landing zone was 3.5mm distal and 3.25mm proximal. Dual antiplatelet treatment was administered, and the pru level was said to be normal. Ancillary devices include a navien 6f guide catheter and a marksman microcatheter.